Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
Received information regarding multiple cartridge alarms (cartridge alarm 19) with one cartridge during basal delivery. At the time of the call, it was reported that the customer's blood glucose (bg) level was 354 mg/dl. Customer indicated that manual insulin injections would be administered to stabilize bg level.